Event description:
Review of unpublished liteature representing results of a surgeon's observations and experience identified the possibility of adverse events having occurred. Follow up of observations from literature identified that a pt was reporting persistent pain in the hip joint and came back for a check up. Based on x-rays the surgeon felt that the acetabular cup was moving a little. Revision surgery was performed in 2004 and the cup replaced.